Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -10.00/2.5/093 (sphere/cylinder/axis) into the patient's right eye (od). The patient experienced a refractive surprise and lens rotation. The lens remains implanted. Reportedly "the patient has decided she does not need anything done and is happy with the outcome" h6- medical device problem code: "2923" should be added. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). A small refractive error was observed. Reportedly, "the toric icl remains in place and the patient does not want to do anything as she is so much better than she was before surgery."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B5: a 13.2mm vticm513.2 implantable collamer lens of a -10.0/2.5/093 (sphere/cylinder/axis) was implanted into the patient's eye. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).